Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (unknown test strip lot), is related to case with patient identifier (B)(6) (test strip lot 101954). Product no longer available for return.

Event description:
On (B)(6) 2021, the patient received the following results within 15 minutes: 352 mg/dl (unknown test strip lot) at 4:02 p.m., 121 mg/dl (test strip lot 101954) at 4:05 p.m., 116 mg/dl (test strip lot 101954) at 4:07 p.m., and 112 mg/dl (test strip lot 101954) at 4:09 p.m. On (B)(6) 2021, the patient received the following results within 15 minutes: 116 mg/dl (test strip lot 101954) at 9:42 p.m., "lo" mg/dl (less than 20 mg/dl with test strip lot 101954) at 9:45 p.m., and 97 mg/dl (test strip lot 101954) at 9:49 p.m.